Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported leak was unable to be confirmed due to the condition of the returned device however there was noted damage/gauge break. A review of the lot history record identified one manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified four other similar incidents from this lot. The investigation determined the leak appears to be a potential product quality issue. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional indeflator device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a left anterior descending artery. The indeflator did not hold pressure despite the attempts to maintain the pressure and a leak was noted in the housing. A new indeflator was used but the same occurred. A new indeflator was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.